Manufacturer narrative:
The cannula instrument accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the cannula instrument accessory had a weld defect. The cannula was inspected and it was found to rotate, and the bowl and tube could be completely separated. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the weld defect could cause or contribute to an adverse event, if to recur.

Event description:
It was reported that during a da vinci surgical procedure, the single site curved cannula was able to rotate and was not oriented in the right direction. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.